Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4).reason for original complaint ¿ asr revision. Left. Asr hip resurfacing system. Reason(s) for revision: pain. Update: added product and further reasons for revision. Received: (B)(6) 2012. Reason(s) for revision: pain, component loosening - acetabular cup and increased cobalt levels. Querying which component became loose. Update- updated original surgery date taken from claimsuite dated (B)(6) 2013. Update - updated revision date. Taken from claimsuite dated (B)(6) 2014.

Event description:
Reason(s) for revision: pain, component loosening - acetabular cup and increased cobalt levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision; left asr hip resurfacing system; reason for revision: pain.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint - asr revision, left, asr hip resurfacing system, reason(s) for revision: pain. Update: added product and further reasons for revision. Received: january 16th 2012. Reason(s) for revision: pain, component loosening - acetabular cup and increased cobalt levels. Querying which component became loose. Update- updated original surgery date taken from claimsuite dated 18th jan 2013 update - added expiry dates, amended implant date, amended cup product category to read "loosening" added increased cobalt levels into the product categories on all prods. Taken from claimsuite dated 21st nov 2014. Implant date - 17th june 2006. Update - updated revision date. Taken from claimsuite dated 19th june 2014.